Event description:
It was reported that the user requested assistance with changing supplies and noted insulin leakage from the top of a cartridge, after being advised on drawing a reduced fill volume for the cartridge and ultimately selecting 1.6 units; a new cartridge was prepared and installed without further issues, and blood glucose was not affected. Symptoms included no adverse clinical effects. Outcomes included no change in glycemic control and no need for medical intervention. Investigation included troubleshooting and user education conducted remotely. Investigation of this case revealed evidence of a leaking cartridge that was resolved by replacing the cartridge and adjusting the fill volume, with normal pump function thereafter. It was concluded, based on previously established findings for similar reports, that user technique during cartridge preparation was the most likely cause.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.